Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 1.7 mmol/l. Troubleshooting was performed and found that the customer was reporting the pump was under-delivering. The customer was hospitalized and was treated with a food intake. The customer went into a coma and lost consciousness. The pump was used within 48 hours and it was unknown whether the auto mode feature was active at the time of the event. It was found that the pump programming was accurate and the pump was not exposed to the high magnetic field. The customer did not get an alert on the high and low blood glucose and the pump was needed to pair with the phone. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w 5.2b, retainer ring = black, case type = ngp. The customer was hospitalized for alleged low bgs, possible over delivery anomaly, no com pump to mobile, and audio/vibrate anomaly/absence of alarm (customer does not remember the pump alerting due to the low) on 05-mar-2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible over delivery anomaly not confirmed. The pump also passed tone check and vibrate check on self test. Audio/vibrate anomaly/absence of alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was calibrated with a test bg value of 5.0 mmol/l. The pump properly alarmed alert on low with audio tones on the pump's home screen. No absence of alarm noted during testing. Pump properly paired to minimed mobile app on the apple iphone xs. No bluetooth communication anomaly noted. Pump to mobile communication anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 157 boluses listed on the event date 05-mar-2023 in the pump history file. Please see the first 10 boluses listed below. 03/05/2023 00:02:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:07:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:12:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:17:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:22:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:27:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:32:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:37:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:42:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) 03/05/2023 00:47:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 3250 (0.325 u) bolusamountdelivered: 3250 (0.325 u) please see below for the daily total of all insulin delivered on the event date 05-mar-2023. 03/06/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 03/05/2023 00:00:00.000 dailytotalofallinsulindelivered: 530000 (53 u) dailytotalofbasalinsulindelivered: 339500 (33.95 u) dailytotalofbolusinsulindelivered: 190500 (19.05 u) please see below for the pump errors/alarms noted 1 week prior to the event date 05-mar-2023 in the pump history file. 02/26/2023 22:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 02/26/2023 22:52:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 03/01/2023 15:11:47.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/01/2023 15:41:48.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/01/2023 16:16:48.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/01/2023 16:51:48.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/01/2023 17:26:49.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/01/2023 18:01:49.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/01/2023 18:36:49.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/01/2023 19:11:49.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/01/2023 19:42:31.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/02/2023 07:03:24.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/02/2023 07:36:50.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) 03/05/2023 20:48:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 03/05/2023 23:18:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 03/05/2023 23:34:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 03/05/2023 23:52:00.000 alarmalertnotification (40) faultnumber: checkconnectionalert (795). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, no lost sensor alert, sensor error alert, or check connection alert noted during testing. Lost sensor alert not confirmed. Sensor error alert not confirmed. Check connection alert not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. No com pump to mobile not confirmed. Audio/vibrate anomaly/absence of alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.